Event description:
It was reported that the infusion set was partially detached from site on (B)(6) 2026.

Manufacturer narrative:
Name- (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number,reporting site: 8021545,manufacturing site: 3003442380.